Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. In a follow-up email it was reported that a hospital staff member noted the foreign matter on the dressing which was not used on the patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. . Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that foreign matter, a blue thread was found to aquacel ag-antimicrobial hydrofiber dressing.